Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that approximately on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with redness, inflammation, swelling, pustules, pain, green liquid coming out, infection, and abscess underneath sensor pod area only, which occurred the same day the sensor had been inserted in the arm. Five days after the sensor was removed the patient went to the doctor for a scheduled appointment and took advantage of this to ask about her arm. The doctor gave a prescription of an oral antibiotic, ciprofloxacin 250mg twice a day for 7 days, and advised to put a hot compress twice a day. The patient reported that she was still feeling pain in the infected area and that during a follow up appointment with her doctors scheduled, she was advised to go to the emergency room. In a follow up conversation with the tech support rep on (B)(6) 2023, the patient confirmed she sought treatment in the emergency department (unspecified date) and an incision and drainage was performed. The patient was discharged home later that day and was prescribed a course of oral antibiotic medication (cephalexin, 500 mg four times per day). No additional event or patient information is available.